Event description:
User reported false positive result. Negative follow up tests. Type of follow up tests not provided. Report 1 of 3.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-00271, 3014862188-2021-00272 tests 2,3 of 3).

Event description:
User reported false positive result. Negative follow up tests. Type of follow up tests not provided. Report 1 of 3.